Event description:
It has been reported to philips that the device did not start up, stalling at 00:00. The device was not in clinical use at the time of the event. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely with the customer and the system was freezing at 00:00 for a long duration of time, requiring multiple restarts before the system regained normal operation. Analysis of the system log files identified a malfunctioning of flexvision pc (hostpc is not able to communicate with the flexvision pc) was not powering up. The fse replaced the flexvision pc, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.